Event description:
It was reported that the superion indirect decompression system implant patient was not receiving adequate pain relief from the spacer implant wherein the initial pain returned. The patient underwent an explant procedure where the spacer implant was removed. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.